Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 60 mg/dl while wearing the pod. The patient reports having lost consciousness. The patient was brought to the hospital by ambulance. The patient reports having a catheter put in. The patient is unable to provide details of treatment provided at the hospital. The patient was discharged from the hospital after 7-9 days. It should be noted the patient had gone to a rehab facility after being hospitalized due to an unrelated bladder problem.